Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/07/2023, it was reported by an arthrex employee via sems that an ar-1204af-100 flipcutter® ii tip broke. This occurred during a case when drilling the tibial tunnel the flipcutterstip broke. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was observed that the cutter head, one of the slots, and a portion of the shaft's end had broken off. The other slot was observed bent at the end of the shaft. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were provided. The most likely cause of this condition is user error due to excessive force from prying/leveraging on the device.

Manufacturer narrative:
Correction: b4. Additional information: b5, g3, h6.

Event description:
Additional information was provided on 11/13/2023, where it was stated that this event occurred during a knee graftlink procedure. The fragment was retrieved and the case continued using another unit.